Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that the helium gauge was reporting low helium even though tank was full. The field service engineer (fse) was able to reproduce issue. The fse replaced the press xdcr hi press 3500 psig, with full calibration, functional testing, and safety check to factory specifications. There was no events recorded in the analysis logs. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that, prior to use on a patient, the digital & analog helium readings did not match. There was no death or injury reported.